Event description:
It was reported that the patient developed recurrent bacteremia and endocarditis and resulted in the removal of the implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issues were identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.